Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was verified that there is no hardware issue. A field service engineer, reconfigured network on new aio and verified all working in application the system functioned as intended.

Event description:
It was reported by the customer that the pyxis anesthesia es system station frequently becomes unresponsive, requires regular reboots to restore functionality. Customer stated that there was a delay in accessing medication. There were no adverse events or injuries reported based on this incident.